Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/13/2023, an FDA medwatch notification was received via email. An anonymous facility representative reported that an ar-3636 knotless fibertak inserter tip broke off inside the patient. Approximately one centimeter of the inserter tip broke off and remained embedded in the patient's left scapula. The surgeon made the decision not to attempt retrieval of the retained portion. An x-ray was obtained for verification and this information was disclosed to the patient. This procedure took place on (B)(6) 2023 no further information was reported.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misaligned insertion and/or prying/leveraging during use.